Manufacturer narrative:
Concomitant medical products: product ID: 977c190, serial#: (B)(4), implanted: (B)(6) 2020, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient with an implantable neurostimul ator (ins). Patient's son reported that the settings not available screen was seen on the patient programmer when trying to increase amplitude. The cause was not determined. Over the phone, the caller was able to move through some programs to find one that gave adequate relief. A reprogramming appointment was also tentatively set for (B)(6) 2020. No further complications were reported. Additional information was received from the manufacturer representative (rep). It was reported the caller met with the patient and found that all values with electrode 15 were out of range high >40000ohms. The caller stated that when she ran the connectivity check she got red indicators for electrodes 14 and 15. The caller provided impedance values for ref 14 13 730ohms 15 40000ohms. The caller indicated the day the patient was implanted and at the first followup appointment there were no high impedances. The caller stated that she had programmed the patient without using electrode 14 or 15 and he was getting effective therapy. No patient symptoms were reported.